Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. A replacement inclinometer and cable assembly has been ordered for replacement. An additional report will be generated and submitted if further information becomes available.

Event description:
It was reported that the apix table would obey the first command after initialization but none afterward. There was no adverse pt involvement reported. There was no pt information reported.